Event description:
It was reported by the patient that after an optimization of their implantable cardioverter defibrillator (ICD) they feel "something has happened where I don't think it's correct." Patient also indicated that their device activity showed a dramatic decrease and the patient claimed that they haven't done any less activity. Patient thought that the device was not reporting correctly. The patient was advised to contact their physician regarding their symptoms and device programming. Follow up was conducted with the patient¿s clinic. The allied health professional (ahp) indicated they had not seen the patient recently. The ahp was not aware of any issues with the patients ICD system and noted that no reprogramming has been completed. The ahp said they would make a courtesy call out to the patient to follow up. The device remains in use. No patient complications have been reported as a result of this event. (B)(6)2023 it was further reported by the patient that their ICD was sending inaccurate data to their clinic and there was erroneous information in their device reports. The patient stated they were informed years prior that there was an error with the ICD ¿algorithm¿. The patient also reported that they were informed that the error was created by a ¿sensitivity level¿ change when the patient¿s settings were changed to the base heart rate years prior. The patient also stated that they are now being ¿flagged as high risk for congestive heart failure (chf) and they do not have chf."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that the implantable cardioverter defibrillator (ICD) has "reported two markedly different estimates of 7 months and now 16 months".